Manufacturer narrative:
The customer elected to replace the titanium video cable. During a follow-up, the customer indicated they have received the new video cable and the image issue has been resolved. The video cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the video cable is not serialized the device history and the previous complaint history of the video cable could not be reviewed. Corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image was intermittent. The customer stated the cable was damaged, the connector of the cable was chipped. A backup titanium video cable was made available in less than two (2) minutes to complete the procedure. No harm to patient or user was reported.